Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's experiencing charging issues which causes their battery to deplete several times a day. As a result, surgical intervention is pending as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model. Effective therapy was restored postoperatively resolving the issue.